Event description:
The dealer states the consumer burned up the right motor. The chair was in the van and was locked down. They were trying to get the chair out of the van, but the chair kept going in circles and they burned up the motor.